Manufacturer narrative:
E1: patient city: (B)(6), patient country: finland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced event of hyperglycaemia on (B)(6) 2026. The blood glucose value at the time of event was 286 mg/dl. The patient got treated with correction bolus via pump. The blockage was in the tubing. The patient changed infusion set and resumed insulin. No further information available.